Manufacturer narrative:
(B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a consumer's implantable neurostimulator (ins) could not be charged. The ins had been turned off for a year because after a period, the consumer did not feel pain without the device on and decided according with the health care professional (hcp) to switch off the ins. The hcp tried four physician mode recharges (pmr), but no charge started and the ins could not be brought out of overdischarge. The ins would be replaced, probably with a non-rechargeable ins. The consumer was not yet receiving therapy.